Event description:
The nurse reported several system messages displayed. The nurse rebooted the system and cleared the system messages. Additional info received from the surgeon stated, there was a surge and anterior chamber instability. A posterior capsule (pc) tear occurred with an anterior vitrectomy performed to complete the case. The surgeon stated: "I am not entirely convinced that the surge caused the pc tear, but I am concerned that it may be a possibility". The surgeon stated the pt's outcome was good.

Manufacturer narrative:
The company service rep examined the system and confirmed the system message reported. The vent solenoid was sticking. The solenoid spacers and the fluids module were replaced and stent for in-house testing. The system was then tested and met all product specs. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable info becomes available. This report was mailed to FDA on: 09/04/2009.